Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. From compassion s3 clinical study, it was a case of a 23 mm sapien 3 ultra resilia valve in the pulmonic position via transfemoral approach. After valve deployment, moderate pi was noted. Post dilation was performed and no pvl and moderate pi on post implant angio and ice. A second 23s 3ur was implanted inside the 23s3 ur. There was no pi on post implant angio or ice. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, non-ew balloon (22 mm x 40mm vida balloon) was used for post-dilating the valve, and regurgitation was continued to be observed after the post-dilation. The post-dilation with non-ew balloon could over expand or stretch the valve leaflet, resulting in central regurgitation. As such, available information suggests the procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
From compassion s3 clinical study, it was a case of a 23 mm sapien 3 ultra resilia valve in the pulmonic position via transfemoral approach. After valve deployment, moderate pi was noted. Post dilation was performed and no pvl and moderate pi on post implant angio and ice. A second 23s 3ur was implanted inside the 23s3 ur. There was no pi on post implant angio or ice.